Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheters (jet7), velocity delivery microcatheter (velocity) and, neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed a pass using the jet7 and velocity. The jet7 was then removed to be flushed. While flushing, the hospital technician noticed that the hub of the jet7 to be fractured. The procedure was completed using a new jet7, the same velocity and neuron max. There was no report of an adverse effect to the patient.